Event description:
It was reported that a user¿s dexcom g7 sensor did not pair with the ilet, while glucose readings were present in the dexcom app; review confirmed the pairing code was entered incorrectly in the ilet, and the correct code was subsequently provided to the user. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included customer interview and troubleshooting. Investigation of this case revealed user error related to misentry of the pairing code. It was concluded that the device functioned as designed and that the event resulted from incorrect pairing code entry by the user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.